Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that customer had high blood glucose of 484 mg/dl and was hospitalized for high blood glucose, which was already reported. Customer was calling back after receiving tubing clamps and wanted to continue troubleshooting and complete high pressure test. Insulin pump passed high pressure test. Caller was advised that insulin pump was working as designed and to contact healthcare professional regarding unexplained high blood glucose.